Event description:
Per email: after the cassette has been connected to the pump, there is initially no problem. However, after a while the cadd legacy-1 pump beeps and the cassette does not want to pump any further. The patient has a spare pump and is connected to it. Again the pump gave an error message and the patient concludes that the problem is with the cassette.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: no product was returned for analysis. Pictures attached: one (1) video was attached and reviewed. Results: the video attached shows a pump with a cassette attached paused and an audible alarm is playing. A second pump is seen with the cassette attached going through its initiation program, but an audible alarm starts and the pump goes into stop mode, once the stop/start button is pressed the pump displays a ?no disposable pump not running? (Nda) message. Throughout the video the following narrative is displayed: ?now the pump is on stop but this sound also suddenly starts when the pump has been running for a long time. Changing the pump with the same cassette does not solve the problem. Solved this problem and the cassette still does not work on either pump - it is assumed that the problem is with the cassettes and this happens regularly lately". The complaint is confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue., corrected data: h5: correction: labeled for single use: yes